Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements after a recent generation change. Technical services (ts) was consulted and after reviewing device data determined that there were episodes stored that had minute ventilation (mv) chop, signal artifact monitor (sam) and right atrial automatic threshold (raat) test episodes. Ts indicated that since this occurred close to the generation change, it could be connection related and recommended an x-ray be completed to assess. No adverse patient effects were reported. This ra lead remains in service. Additional information was received that bi x-ray was performed due to lead measurements being within range. The patient will continue to be monitored. No adverse patient effects were reported. This ra lead remains in service.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements after a recent generation change. Technical services (ts) was consulted and after reviewing device data determined that there were episodes stored that had minute ventilation (mv) chop, signal artifact monitor (sam) and right atrial automatic threshold (raat) test episodes. Ts indicated that since this occurred close to the generation change, it could be connection related and recommended an x-ray be completed to assess. No adverse patient effects were reported. This ra lead remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.